Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs professional meter with serial number (B)(4) compared to a laboratory using the dade innovin method. The result from the meter at 8:05 a.m. Was 4.8 inr. The result from the laboratory at 12:15 p.m. Was 3.3 inr. No treatment was required. There was no adverse event related to the device. The patient is in fair condition. The patient's therapeutic range is 2 - 3 inr. The patient is not currently anemic. The patient is not on heparin or other direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. The patient is not taking any new medications and has not had any recent illnesses. The patient is not experiencing any bleeding or bruising. The patient is on a diabetic diet. The patient has had no recent changes in diet. The meter and test strips were requested for investigation. The meter and test strips were returned. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.0 inr. Donor 1 hct: 45%. Donor 2 hct: 50%. Donor 1: retention meter with master lot strips: 2.3 inr; customer meter with customer strips: 2.3 inr. Donor 2: retention meter with master lot strips: 2.0 inr; customer meter with customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.